Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 15. Details of surgery: implant surface not completely covered with bone, sinus augmentation and ridge augmentation. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with bone type IV, bruxism and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.